Manufacturer narrative:
(B)(4).

Event description:
Pt reported an issue with her last 2 sensors as the 1st sensor was throwing out of range error only on the 9th day of sensor session and the 2nd sensor was not pairing to pt mobile device. Then confirmed to pt that the tx is already expired but never got the mobile notification for battery life expiration 3 weeks, 2 weeks and last sensor session.

Event description:
Correction to d4 fields.

Manufacturer narrative:
(B)(4).